Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 30 occurred during basal insulin delivery. The customer's blood glucose (bg) level was 200 mg/dl. The customer successfully loaded a 2nd cartridge and resumed insulin delivery.